Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that the monopolar curved scissors (mcs) instrument had physical damage. It was unknown if any fragments fell into the patient. The procedure was completed with a backup instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar curved scissors (mcs) had physical damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.